Event description:
Reporter stated that the urisys 1100 instrument reported negative results for protein, blood, and leukocytes, while a visual reading of the test strip showed 500 mg/dl, 250 ery/microliter, and ++ (2+), respectively. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.